Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs properly) has been confirmed. Upon evaluation, q1 current-controlling transistor was thermally damaged on the bedside board. The root cause for the damaged q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's battery charger/modem was not charging the battery packs properly.